Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a notification, and the customer was unable to clear it. During troubleshooting with tandem technical support the notification was able to be cleared. There was no reported impact to customer's blood glucose level.